Event description:
It was reported that, "the clips fell out off the cystic duct several days after the initial surgery. The surgeon reported that he performed a second surgery to put in a stent. The patient recovered without incident.

Manufacturer narrative:
The information was provided by the surgeon in the comments section of user survey. The device had been discarded. No specific lot number was reported. No specific details of the event were reported. A multi-functional team is trying to arrange a meeting with the surgeon to discuss the details of this reported event. I will file a supplemental report when more information is available.